Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood spray/leakage. The following information was provided by the initial reporter. The customer stated: it was reported that the user witnessed blood drop spray after the push button device was activated.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood spray/leakage. The following information was provided by the initial reporter. The customer stated: it was reported that the user witnessed blood drop spray after the push button device was activated.